Manufacturer narrative:
(B)(4). H6: health effect - impact code - f1005 overdose diabetes mellitus is a known cause of hypoglycemia and fainting. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that a sensor failure after warm-up was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the patient's spouse that the patient experienced failure after warm-up which occurred a day after the sensor had been inserted in the abdomen. The spouse received a reading of 350 mg/dl on the follow app at 2:00 am on the event. At some point, the patient had a high reading and was dosed for unspecified insulin. The patient could not recall if he had hyperglycemia symptoms at that time. No blood glucose (bg) was checked. At some point, the patient experienced syncope and the spouse found them on the floor at 6:30 am. No patient symptoms were recorded before the injury. At that time, the continuous glucose monitor display device was showing sensor failure. The spouse called an ambulance, and the bg by emergency medical service (ems) was 21 mg/dl. Ems administered glucagon and the patient was brought to the hospital where he was admitted for 1 day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.